Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -12.2%. No patient involvement reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A device sample was received intact. Visual and functional tests were performed. The customer's concern was not duplicated. The technician ran three accuracy tests, and the pump was found to be within manufacturing specifications. The root cause of the reported issue is unable to be determined.